Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a (B)(6) male patient coincident with dianeal unknown bag and extraneal viaflex therapies. On (B)(6) 2008, the patient began treatment with dianeal unknown bag and extraneal viaflex (dose, frequency and lot number not reported) intraperitoneally (ip) for capd (continuous ambulatory peritoneal dialysis). On (B)(6) 2010, the patient experienced sterile peritonitis and cloudy effluent. The patient was not hospitalized for the event. The cause of the peritonitis was not reported. On (B)(6) 2010, the patient began treatment with vancomycin 2 gm on the 1st and 7th days (route not reported) and gentamicin 30 mg "10days" which continued until (B)(6) 2010. The outcome for the sterile peritonitis was not reported. On (B)(6) 2010, the patient again experienced sterile peritonitis and cloudy effluent. On (B)(6) 2010, the patient was hospitalized for the event. Beginning (B)(6) 2010, the patient began treatment with vancomycin 2 gm on the 1st and 7th days (route not reported) and gentamicin 30 mg "10 days" which continued until (B)(6) 2010. On (B)(6) 2010, the patient was discharged from the hospital. The outcome for the sterile peritonitis was not reported. On (B)(6) 2010, the patient again experienced sterile peritonitis and cloudy effluent. The cause of the peritonitis was not reported. The outcome for the sterile peritonitis and cloudy effluent was not reported. Pd therapy was ongoing. The nurse did not provide an opinion of causality.